Manufacturer narrative:
Additional information: g3, h3, h6. Based on the clindex notification, the arthrex part is not related to the event and is not a product complaint. The most likely cause of the reported failure can be attributed to a patient-specific event.

Event description:
On 08/25/2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry experienced loosening of implant, in the glenoid side on (B)(6) 2025. The patient underwent a revision of components. The event was indicated as unrelated to the univers revers apex implanted on (B)(6) 2023. No further information was provided. Additional information received on 9/2/2025: an updated clindex notification was received indicated that the patient underwent revision surgery on (B)(6) 2025. Additional information was requested on 8/9/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.